Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
It was reported that the infusion set had a leak. The reporter does not know the location of the leak. No adverse event was reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.